Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The pump and catheter were returned.

Event description:
Information was received from a foreign distributor and health care provider (hcp) regarding a patient receiving intrathecal gabalon 240 ¿g via an implantable pump for cerebral palsy. It was reported that the patient experienced worsening spasticity. The date of onset was (B)(6) 2024. It was reported that the outcome of adverse event recovered on (B)(6) 2024. The issue was reported to be unrelated to the drug and it was unknown if there was a causal relationship with the catheter, pump and programmer or procedure. It was further reported that when the refill was performed, 14.4 ml was left blank. The previous refill was empty as well, but "it was not inaccuracy 2 times before". It was reported that it was empty twice before the previous one. The puncture needle seemed to be fully inserted, and no leakage was observed outside the pump when the drug was being injected. The patient's symptoms were reported to be usually calm, so they did not feel like they were overdosing; it was stated that they also tried reading the logs using the programmer, but there were no particular alerts. According to the attending physician, the same equipment was used, and more than 10 other refills were performed, but there were no particular problems. The same problem occurred only in this patient 3 times, so the cause was unknown. It was stated that a replacement surgery would be considered in the future. A catheter x-ray was study performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor, and it was reported ¿liquid leakage silicon periphery, motor abnormality is suspected.¿.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor, and it was reported that there was no computed tomography (CT) abnormality. Regarding the report of, "when the refill was performed, 14.4 ml was left blank" the cause was unknown. It was noted replacement surgery was under consideration.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg4utq501 implanted: (B)(6)2021 explanted: (B)(6)2025 product type catheter h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor. It was reported that a catheter issue was not suspected; however, the reason for return was to investigate the cause of loss of the chemical solution in the pump having been unusually earlier than planned (expected). It was further noted that at the time of refill on (B)(6)2024, 14.4ml was expected to be left, but the pump was empty. At the time of the pump removal on (B)(6)2025, the planned remaining volume was 13.2 ml, and in fact there was 12 ml left. The pump and catheter were explanted, and the event including worsening spasticity had been since resolved.

Manufacturer narrative:
H3: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that on (B)(6) 2025 the expected remaining amount at the time of pump removal was 13.2ml, but actually, 12ml remained. An investigation and explanation are requested for the unusually rapid depletion of the medication in the pump compared to the expected amount.